Event description:
New information reported that the patient presented for procedure on (B)(6)2018. During the procedure, the pulse generator set screws were manipulated, which resolved the lead noise. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient¿s right ventricular lead has been exhibiting lead noise since (B)(6) 2017. The episodes have become progressively more frequent. Noise could be reproduced through isometric testing. All lead parameters are within normal range. The possibility of a loose set screw was discussed, but could not be confirmed at this time.